Manufacturer narrative:
H3 - device evaluation: dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -5.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On 16-dec-2023 the lens was exchanged for a toric lens of longer length due to refractive surprise and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found haptic bent to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).